Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was partially separated. There was a missing area in the tissue pad which indicates that the tissue pad might have partially detached. The detached tissue pad was not returned. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a laparoscopic right hemicolectomy using the subject device, the following event occurred. At about 20 minutes after the procedure began, the tissue pad was partially separated and fell off. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported.